Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the malfunction occurred due to long-term use and handling. The eyeshade is made of rubber material and approximately 5 years have passed since the parts of this product were replaced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the eye shade of their operation microscope device was damaged. It is unknown when the reported issue was observed. There was no report of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.